Manufacturer narrative:
Submit date: 2/19/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump was charged all nut but shut off without warning. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the battery is not holding charge and pump shuts off. The unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.